Event description:
It was reported that the elite+ will not stop firing laser pulse and unit keeps saying to release switch. Site relayed that this has happened twice and they had to turn off the device to stop the firing. Operator also mentioned that the lcd display was shot by accident due to firing nonstop.

Manufacturer narrative:
Cynosure clinical determined that no patient injury had occurred. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and evaluated the event. During evaluation, fse observed a damaged control panel and replaced it. Fse also replaced old foot pedal assembly with new foot pedal assembly. After replacing components, device is now working as expected. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.